Manufacturer narrative:
This report is submitted on june 06, 2024.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and subsequently the abutment was removed under general anaesthesia.